Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/22/2026, the patient reported feeling unwell and experiencing vomiting. The patient noted a high cgm glucose reading and self-administered insulin. Due to ongoing symptoms, the patient presented to the hospital for evaluation. At the hospital, glucose measurements demonstrated a discrepancy between the cgm and bg values. At the time of a fingerstick measurement, the cgm reading was 350 mg/dl, while blood glucose readings of 500 mg/dl and 488 mg/dl were reported. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU). Treatment included intravenous fluids, saline, potassium, and dextrose administered at an unspecified time during hospitalization. The patient remained hospitalized for three days before being discharged. At the time of the report, the patient was reported to be stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.